Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was sticking out since implant and caused a broken rib. This ins was a replacement device and was placed in the exact same pocket as the last one, abdominally. Only difference was that this time it was sticking out. About 5 weeks prior to the report, the patient was stretching at the gym and the ins stuck out so much that it got lodged underneath her rib and her rib broke. Relevant medical history included lumbar radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported no steps were taken to resolve the implantable neurostimulator (ins) sticking out and the broken rib. The patient stated they "didn't return to their surgeon, what was done, I thought was done."